Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. However, the drive support disk was found slightly loose. The device had cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported customer has been getting continual no delivery alarms the last few days. Customer has done three complete set changes, changed out the battery a few times, but the issue persists. Customer's blood glucose was unknown. In troubleshooting customer disconnected and ran a fixed prime, but insulin did not exit. Customer was able to manually push insulin through with a plunger. When customer tried running a manual prime, the device alarmed motor error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.